Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a pinhole on the connecting tube and a scratch on the suction connector. In addition to the foreign object in the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard values due to wear of the angle wire; the upward/downward knob could not be locked securely due to wear of the forceps elevator lever; the adhesive on the bending section cover was chipped and cracked; the connecting tube was discolored, wrinkled, and dented with a peeling coat; switch#4 was worn; the universal cord was wrinkled; the suction cylinder was shaved; and flare occurred due to damage on the charged coupled device unit. Lastly, there were scratches on the following parts: the upward/downward knob, the forceps elevator knob, the forceps elevator lever, the suction connector, the plastic distal end cover, the connecting tube, the scope connector cover unit, the protector of the universal cord on the control section side, the universal cord, the image guide protector, the grip, the scope cover, switch#1, the right/left knob, the control unit, and the switch box. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. It is unknown if there was any delay in the start of the precleaning but there were no abnormalities in the accessories used for reprocessing. It is unknown if the customer flushed the air/water nozzle with water and air or wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. It is also unknown if the customer flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost seven years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material could not be determined since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. The event can be detected and prevented in accordance with the following IFU: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointestinal videoscope had water leakage. There was no report of patient harm. The device was returned, evaluated, and there was a foreign object in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.